Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The troubleshooting was performed. The customer declined signs of physical damage, battery contacts cap and compartment are ok. The customer reported that she received the new battery cap, but the problem persisted. The customer was advised to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.